Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage post deployment occurred. The target lesion was located in the iliac vein. Four 75cm wallstent® endoprosthesis were selected for use to treat the lesion. The physician put all four wallstent® endoprosthesis on the table at the same time. Post deployment of one of the stents, it started to shorten. The physician ballooned the stent and after removal of the balloon, the stent completely shortened, collapsed down or accordioned. The stent was trapped with another larger wallstent® endoprosthesis and the procedure was completed. No patient complications were reported and the patient's status was fine.